Manufacturer narrative:
The device history record (DHR) review for lot number 1255m051514 was performed by the manufacturer. Based upon the DHR lot number review, no abnormal run conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria checks and tests per established sampling levels were within pre-defined limits during the production process. It is also important to note that the manufacturing operation includes several functional tests which confirm electrical continuity and visualization output of the tube. In addition, a tube misplacement warning statement is included stating: ¿at any point during the procedure if continuous resistance is felt the device should be withdrawn and then reinserted. The operator should discontinue all attempts at placement after repetitive unsuccessful attempts (such as 5 or more) at device placement¿. This is well documented on the product¿s instructions for use (IFU) to prevent the failure condition which could cause patient¿s acute vasospasm. The complaint sample was not returned from our customer for a thorough evaluation. However, based on the reported condition, the product is deemed to have functioned normally. The tube¿s camera was turned on and the ¿red out¿ area could be visually seen by the operator. Based on our complaint investigation result, the root cause cannot be determined. We are continuing to monitor this type of failure for trending.

Manufacturer narrative:
Submit date: 01/09/2015. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. The customer reports during placement of an ng tube using iris technology, the patient experienced acute laryngospasms following failed multiple attempts with this ng placement. The placement attempt occurred over a 1.5 hour period as the ng was repeatedly placed in the patient¿s airway vs the gi tract. Patient status was noted to be unstable in the ICU environment. It was also reported that the patient¿s anatomy was such that the airway was more posterior than normal. During the ng tube insertion through the nasal passage, visualization using the iris camera was readily apparent. Following unsuccessful placement of the ng tube using the iris camera, the clinician inserted an alternative ng tube without assistance of the camera. The patient was intubated after this procedure due to oxygen desaturation.